Manufacturer narrative:
The peritonitis occurred on an unspecified date in (B)(6) 2020. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. On an unreported date, the patient was hospitalized for peritonitis and was treated with cefoperazone (dose, route and frequency were not reported) and pentahydrate cefazolin (dose, route and frequency were not reported) for peritonitis. On an unreported date, the patient was discharged from the hospital. The patient recovered from the event and pd therapy was ongoing during treatment. No additional information is available as the reporter declined follow up.